Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open anterior resection, when stapling across the bowel, the user was able to perform full, complete squeezes of the handle, the device did not fire. Another product was used to resolve the issue. There was no patient injury.